Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-12773 and 3005099803-2013-12771 for the other associated device information. It was reported to boston scientific corporation that an endovive y-port feeding adapter 20fr was used during a procedure. Procedure date is unknown. According to the complainant, post procedure, the y-port feeding adapter was blocked/occluded, the enteral nutrient did not flow inside the device. A new y-port feeding adapter was used and the same issue. The procedure was completed with a new y-port feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The exact age of the patient is unknown; however, over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-12773 and 3005099803-2013-12771 for the other associated device information. It was reported to boston scientific corporation that an endovive y-port feeding adapter 20fr was used during a procedure. Procedure date is unknown. According to the complainant, post procedure, the y-port feeding adapter was blocked/occluded, the enteral nutrient did not flow inside the device. A new y-port feeding adapter was used and the same issue. The procedure was completed with a new y-port feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that no issues were found on the y-port universal adapter. The connector was securely attached to the base of the y-port. A functional evaluation of the device was performed by injecting water through the device. Both the medication and feeding ports were verified to be free of any blockage. The visual and functional evaluation confirm the device met specifications. The complaint is not consistent with the return that the y-port was occluded. During the investigation, the reported failure mode (device was blocked/occluded) could not be replicated. The most probable root cause of the complaint is not-confirmed.